Event description:
It was reported that this patient experienced heart block. A 27mm lotus edge valve was successfully implanted, but the patient developed heart block during the procedure. The heart block required a pacemaker to be implanted shortly after the valve was placed.